Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Plunger seal was broken. Bottom seal in tact. Keypad dented and keypad support lens cracked. Cracked battery door and both plunger cases. There was no purple keypad overlay sent with the pump. Check syringe plunger sensor found on error history log. Checked and tested the syringe plunger sensor, syringe test. The issue could not be duplicated; the syringe plunger sensor operated as intended. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 3 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced cracked battery door and both plunger cases and replaced damaged keypad and keypad support lens.

Event description:
It was reported that syringe plunger sensor error occurred. No patient injury was reported.